Event description:
The outcome resulted in an employee injury. The employee suffered a needlstick when he reached into a stock of kendall monoject 18g 1 1/2 inch needles and found that the equipment was damaged. The needle was found to be protruding from the packaging and severely bent. Upon inspection of the box, two other needles were found to be damaged. The needle caps were broken/missing exposing the needles. This rendered the needles not sterile and unsafe to use or handle.